Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), colitis ulcerative ('ulcerative colitis'), genital haemorrhage ('general abnormal bleeding'), ankylosing spondylitis ('ankylosing spondylitis') and gastrointestinal haemorrhage ('gi bleed') in an adult female patient who had essure (batch no. 922607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis, allergy to metals, rash erythematous, elective abortion, gravida ii, parity 2, hyperlipidemia, tia, brain neoplasm benign and bloody stool. Previously administered products included for an unreported indication: xarelto, prozac and humira. Concurrent conditions included obesity, hypothyroidism, atrial fibrillation, hypertension, shortness of breath, dizzy, drug hypersensitivity, chest pain, chest tightness, dysphasia, pulmonary embolism, palpitations, vision abnormal, facial pain, pain sacroiliac, musculoskeletal stiffness, sacroiliitis, diarrhea, epigastric burning, hypokalemia, leukocytosis, decreased appetite, ovarian torsion, rectal bleeding, blurred vision, high cholesterol, thyroidectomy, amenorrhea, ovarian cystadenoma, paratubal cyst, cervicitis and benign muscle neoplasm. Family history included crohn's disease. Concomitant products included beta blocking agents and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), depression ("psychological injuries/ depression"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), ovarian cyst ("right ovarian cyst"), anxiety ("anxiety"), nausea ("nausea"), ankylosing spondylitis (seriousness criterion medically significant) and gastrointestinal haemorrhage (seriousness criterion medically significant) and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral) and abaltion (B)(6) 2012. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, depression and anxiety had resolved and the vaginal haemorrhage, colitis ulcerative, gastrointestinal disorder, fatigue, ovarian cyst, nausea, ankylosing spondylitis and gastrointestinal haemorrhage outcome was unknown. The reporter considered abdominal pain, ankylosing spondylitis, anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrointestinal haemorrhage, genital haemorrhage, menorrhagia, metrorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain,(general abnormal bleeding, menorrhagia, metrorrhagia, psych injury,right ovarian cyst, ulcerative colitis patient underwent other surgery on (B)(6) 2016. Current weight 161lbs. There were 1 expanded outer coils of the essure micro-insert trailing into the uterus, on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012 impression: etiology for patient's left upper quadrant pain is not identified.; on (B)(6) 2012: impression : etiology f or patient ' s left upper quadrant pain is not identified. Physiologist right ovary .. Computerised tomogram head - on (B)(6) 2014: findings- the ventricles, sulci and subarachnoid spaces are normal for age. I see no extra cerebral fluid collection nor subdural hematoma and there is no mass effect or midline shift. There is no intracranial mass, hemorrhage, infarct or contusion identified. The calvarium, skull base and facial structures are normal.. Computerised tomogram pelvis - on (B)(6) 2012: the appendix is normal. Impression: etiology for patient's left upper quadrant pain is not identified.; on (B)(6) 2012: impression : etiology f or patient ' s left upper quadrant pain is not identified. Physiologist right ovary .; on (B)(6) 2016: impression- 1. Large 7 cm cystic focus in the right adnexa, likely an ovarian cyst. 2. Small cyst in the lateral right hepatic lobe. 3. No inflammatory changes, fluid collections or additional masses. Normal appendix. 4. Ensure coiled devices in the fallopian tubes; on (B)(6) 2016: impression: 1. Large simple appearing right ovarian cystic measuring 6.3 x 5.8 x 6.6 cm . No additional adnexal masses are noted. Normal ovarian blood flow is noted on the current examination. These note that cysts and masses of this size can predispose to ovarian torsion. 2. Normal appearance of the uterus, endometrium, and left ovary. Computerised tomogram thorax - on (B)(6) 2013: impression: 1. No pulmonary emboli. 2. Coronary artery calcification. 3. Asymmetric fibro glandular tissue in the upper outer quadrant of the right breast which merits further assessment with diagnostic mammography. If patient has prior mammograms at an outside location they can be retrieved and compared with this examination.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2015: impression- 1. Partial ankylosis of the right 51 joint confined to its anterior margin inferiorly. This may be the remote sequela of an inflammatory sacroiliitis, versus sequela of degenerative arthropathy. No evidence for an active sacroiliitis 2. Moderate spurring of the left 51 joint is noted with irregularity of the subchondral plate but no evidence for an active sacroiliitis. 3. Endplate changes in the lower lumbar spine raising the possibility of osteitis as seen in spondylitis. There are however degenerative disc changes at these levels as well. 4. 3.8 cm right adnexal cyst which is compatible with a functional cyst if the patient is premenopausal. If postmenopausal, recommend a follow-up ultrasound in 6 to 8 weeks.. Nuclear magnetic resonance imaging brain - on (B)(6) 2012: impression- 1. Small lipoma. Right superolateral aspect of pineal region. 1.1 x 0.4 cm, occasional incidental finding. Usually of no clinical significance. 2. Retention cyst or polyp. Floor of right maxillary sinus.. Ultrasound breast - on (B)(6) 2013: mammogram findings: asymmetries in the breast tissue distribution are stable. Right-sided less conspicuous than on CT.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menorrhagia, abnormal bleeding(vaginal), depression, anxiety. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. Lot number was added. New events added: abnormal bleeding (vaginal), nausea, ankylosing spondylitis, anxiety, gi bleed. Outcome of the previously added event psych injury updated to depression. Outcome of the event depression, anxiety were updated to recovered/resolved. Concomitant condition, concomitant drugs, medical history and lab data, reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and colitis ulcerative ('ulcerative colitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), psychological trauma ("psychological injuries"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue") and ovarian cyst ("right ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved and the colitis ulcerative, psychological trauma, gastrointestinal disorder, fatigue, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, colitis ulcerative, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain,(general abnormal bleeding, menorrhagia, metrorrhagia, psych injury,right ovarian cyst, ulcerative colitis patient underwent other surgery on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event "injury" was deleted and new event dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), psych injury, gi conditions, fatigue, weight gain, right ovarian cyst, ulcerative colitis was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), colitis ulcerative ('ulcerative colitis'), genital haemorrhage ('general abnormal bleeding'), ankylosing spondylitis ('ankylosing spondylitis') and gastrointestinal haemorrhage ('gi bleed') in an adult female patient who had essure (batch no. 922607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis, allergy to metals, rash erythematous, elective abortion, gravida ii, parity 2, hyperlipidemia, tia, brain neoplasm benign and bloody stool. Previously administered products included for an unreported indication: xarelto, prozac and humira. Concurrent conditions included obesity, hypothyroidism, atrial fibrillation, hypertension, shortness of breath, dizzy, drug hypersensitivity, chest pain, chest tightness, dysphasia, pulmonary embolism, palpitations, vision abnormal, facial pain, pain sacroiliac, musculoskeletal stiffness, sacroiliitis, diarrhea, epigastric burning, hypokalemia, leukocytosis, decreased appetite, ovarian torsion, rectal bleeding, blurred vision, high cholesterol, thyroidectomy, amenorrhea, ovarian cystadenoma, paratubal cyst, cervicitis and benign muscle neoplasm. Family history included crohn's disease. Concomitant products included beta blocking agents and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), depression ("psychological injuries/ depression"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), ovarian cyst ("right ovarian cyst"), anxiety ("anxiety"), nausea ("nausea"), ankylosing spondylitis (seriousness criterion medically significant) and gastrointestinal haemorrhage (seriousness criterion medically significant) and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),oophorectomy (unilateral) and abaltion ((B)(6) 2012)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, depression and anxiety had resolved and the vaginal haemorrhage, colitis ulcerative, gastrointestinal disorder, fatigue, ovarian cyst, nausea, ankylosing spondylitis and gastrointestinal haemorrhage outcome was unknown. The reporter considered abdominal pain, ankylosing spondylitis, anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrointestinal haemorrhage, genital haemorrhage, menorrhagia, metrorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain,(general abnormal bleeding, menorrhagia, metrorrhagia, psych injury,right ovarian cyst, ulcerative colitis patient underwent other surgery on (B)(6) 2016. Current weight 161lbs. There were 1 expanded outer coils of the essure micro-insert trailing into the uterus, on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression: etiology for patient's left upper quadrant pain is not identified.; on (B)(6) 2012: impression : etiology for patient's left upper quadrant pain is not identified. Physiologist right ovary .. Computerised tomogram head - on (B)(6) 2014: findings- the ventricles, sulci and subarachnoid spaces are normal for age. I see no extra cerebral fluid collection nor subdural hematoma and there is no mass effect or midline shift. There is no intracranial mass, hemorrhage, infarct or contusion identified. The calvarium, skull base and facial structures are normal. Computerised tomogram pelvis - on (B)(6) 2012: the appendix is normal. Impression: etiology for patient's left upper quadrant pain is not identified.; on (B)(6) 2012: impression : etiology f or patient's left upper quadrant pain is not identified. Physiologist right ovary; on (B)(6) 2016: impression- 1. Large 7 cm cystic focus in the right adnexa, likely an ovarian cyst. 2. Small cyst in the lateral right hepatic lobe. 3. No inflammatory changes, fluid collections or additional masses. Normal appendix. 4. Ensure coiled devices in the fallopian tubes; on (B)(6) 2016: impression: 1. Large simple appearing right ovarian cystic measuring 6.3 x 5.8 x 6.6 cm . No additional adnexal masses are noted. Normal ovarian blood flow is noted on the current examination. These note that cysts and masses of this size can predispose to ovarian torsion. 2. Normal appearance of the uterus, endometrium, and left ovary. Computerised tomogram thorax - on (B)(6) 2013: impression: 1. No pulmonary emboli. 2. Coronary artery calcification. 3. Asymmetric fibro glandular tissue in the upper outer quadrant of the right breast which merits further assessment with diagnostic mammography. If patient has prior mammograms at an outside location they can be retrieved and compared with this examination. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2015: impression- 1. Partial ankylosis of the right 51 joint confined to its anterior margin inferiorly. This may be the remote sequela of an inflammatory sacroiliitis, versus sequela of degenerative arthropathy. No evidence for an active sacroiliitis. 2. Moderate spurring of the left 51 joint is noted with irregularity of the subchondral plate but no evidence for an active sacroiliitis. 3. Endplate changes in the lower lumbar spine raising the possibility of osteitis as seen in spondylitis. There are however degenerative disc changes at these levels as well. 4. 3.8 cm right adnexal cyst which is compatible with a functional cyst if the patient is premenopausal. If postmenopausal, recommend a follow-up ultrasound in 6 to 8 weeks. Nuclear magnetic resonance imaging brain - on (B)(6) 2012: impression- 1. Small lipoma. Right superolateral aspect of pineal region. 1.1 x 0.4 cm, occasional incidental finding. Usually of no clinical significance. 2. Retention cyst or polyp. Floor of right maxillary sinus.. Ultrasound breast - on (B)(6) 2013: mammogram findings: asymmetries in the breast tissue distribution are stable. Right-sided less conspicuous than on CT. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; menorrhagia, abnormal bleeding(vaginal), depression, anxiety. Lot number: 922607. Manufacturing date: 2011/11. Expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.